Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During the visual inspection, it was observed that the guidewire was returned in two fragments. The guidewire proximal fragment was approximately 183.8cm long, the guidewire distal section was approximately 14.8cm long. The guidewire nitinol and core wire were separated. The core wire was protruding through the nitinol visible through proximal and distal separated sections. The nitinol was bent also separated at approximately 12.5cm from the core wire separated site. Additionally, the guidewire ptfe (polytetrafluoroethylene) coating was peeled off on several places along its 49.0cm from the proximal end, potentially due to the torque device collet or the introducer sheath. From the condition of the guidewire the functional evaluation could not be performed. The complaint that the distal part of guidewire was detached was confirmed due to the anomalies found on the guidewire. The guidewire nitinol and core wire were separated. The guidewire appeared to be separated due to excessive torque and manipulation. Additional information provided by the customer indicated that the guidewire was prepared as per the dfu. The torque device was not returned back with the device and could not be inspected to determine if its use contributed to the ptfe peeling, as a result, the cause of "undeterminable" has been assigned to the as analyzed code 'nv ¿ guidewire ptfe coating peeling.' The condition of the returned guidewire observed during product inspection suggests that excessive torque and manipulation during use resulted in the observed damage. Due to this observation, an assignable cause of handling damage was assigned to the reported and analyzed code ¿guidewire distal end/tip broken/fractured inside patient' and the as analyzed code 'guidewire bent/kinked¿.

Event description:
It was reported that subject device wire was detached within a lumen of microcatheter during a physician rotated it. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that subject device wire was detached within a lumen of microcatheter during a physician rotated it. There were no reported clinical consequences to the patient due to this event.